Event description:
On january 15, 2018, nakanishi received a phone call from a dealer about an nsk handpiece overheating. Immediately upon receipt of the information, the dealer obtained details about the event from the dentist as follows. The event occurred on (B)(6) 2018. The dentist was removing dental caries from the patient's lower left teeth, #4 and #5 using the handpiece x95 (serial no. (B)(4)). The patient's lower lip was numbed with a local anesthetic. When the head of the handpiece came in contact with the patient's upper lip in the procedure, the patient complained about the handpiece overheating. However, the dentist was not aware of the temperature abnormality, because the handpiece grip did not overheat. The dentist found a burn into the dermis about 1.5 centimeters in diameter on the patient's lower lip. The dentist also found the epidermis on the head of the handpiece. The patient was examined by a dermatologist and is still receiving treatment for the burn. The dentist noticed that low volume of water was sprayed from the handpiece prior to use, however, the water volume was back to normal when the procedure started.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c180115-01]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95 device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (november 2012) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate at all. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as follows; however, the temperatures were not high enough during the 300 second test duration to cause a burn injury. - test point (1): 30.6 degrees c; - test point (2): 33.7 degrees c; - test point (3): 29.5 degrees c; - test point (4): 28.4 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: - there was a damage caused by contact between the cartridge shaft and the inside of the headcap. - there was debris and discoloration inside the parts. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event. The only abnormality nakanishi observed during the evaluation was contact race on the internal parts caused by a push button being pressed in the visual inspection. Based on the observation, nakanishi considers it is possible that the cause of the handpiece overheating was abnormal resistance caused by the depressed push button during rotation. Nakanishi also considers the possibility from many years of experience that abnormal resistance due to ingress of foreign materials into the bearing could contribute to the overheating. Misuse by the user leads to the contact between the headcap and the shaft of the cartridge, and a lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. These contribute to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of using the device and maintenance, as instructed in the operation manual.